Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: due to faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head was showing squiggly lines on the screen when plugged in. The event occurred, during an unspecified, therapeutic procedure. There were no reports of patient harm.